Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs ipg would not communicate with external devices. A company representative met with the patient and determined the ipg was inoperable. The patient stated she had not charged her battery in at least six months. Surgical intervention may be taken to address the issue.

Event description:
Follow up information received identified the patient's scs ipg was replaced with new one.